Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. The technical services (ts) provided troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.